Event description:
The patient underwent a lead and ins revision. The company representative confirmed that the patient was not receiving stimulation as needed and it appeared the stimulation from the implant had moved. Following the revision the device was reprogrammed to the original settings used at the time of revision. The company representative was not at the procedure so they did not have access to any product.

Manufacturer narrative:
Concomitant products: product ID 3550-p4, lot# n313938, implanted: (B)(6) 2012, product type accessory; product ID 3 55531, lot# n313774, implanted: (B)(6) 2012, product type screening device; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).